Event description:
It was reported that the customer received an alarm that stated to check his blood glucose and that he was unable to bolus due to the alarm. The customer stated that he received several no delivery alarms and then a motor error alarm. The customer's blood glucose was 243 mg/dl. The customer was unable to troubleshot because of the motor error alarm. Troubleshooting for the motor error alarm was done. The customer was able to complete the rewind sequence. Advised the pump will need to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.